Event description:
The pt came back to the emergency room 9/17/99 complaining of leaking at the hub. Catheter fractured at the hub was still in the skin and catheter migrated into the vein. A snare was used in radiology to successfully retrieve the detached catheter segment. There were no pt complications.